Event description:
It was reported that a balloon pinhole occurred. The target lesion was located in the moderately tortuous mid right coronary artery (rca). The physician noted that crossing the lesion with the 1.2x12mm threader¿ balloon was difficult. Upon the first inflation to 14atms the balloon ruptured. The device was removed intact and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).